Event description:
It was reported by service report that the right side rail will not go all the way up, jammed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail assembly.